Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure per user facility medwatch form, mw 3901330000-2022-8048, while suturing the uterus closed the needle snapped off only leaving a very small piece attached to the suture. The resident suture immediately stopped. And the attending physician verified that the needle not intact. The immediate surgical area was searched without success. The floor surrounding the patient was searched without success. Xray and ultrasound were contacted to come to the bedside stat. A magnet was brought up from the main or to check the floor surrounding the patient but was unsuccessful. Patient received xray which showed that the piece of the needle was in the uterine wall. Ultrasound was done ten minutes later to locate exactly where the needle was. Needle was removed immediately. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® ,active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.